Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional electrodes) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn strain relief, damaging the pulse wire connections inside the dn. The cause of the non-functional electrodes is the damaged cable and wires. The root cause of the damaged cables and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the electrodes were non-functional.